Manufacturer narrative:
Additional information: b1, d9, h1, h3, h6 and h10. The device was received for evaluation. A sample analysis was performed, and the device was found to meet specifications. A short simulated therapy was successfully performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that would have caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. Based on additional information received, homechoice pro was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced fluid overload, difficulty breathing, a painful ribcage and felt heavy during an unknown process step. The patient was connected to the homechoice pro device at the time of the events. The patient reported the device was not draining enough fluid. The patient reported they performed a manual drain, prior to disconnecting and the volume was 300ml to 400 ml. Renal therapy services (rts) assisted the patient to manually drain, however, the patient declined assistance and stated they would drain on their own. The patient disconnected and removed the supplies. Rts had the patient follow up with the peritoneal dialysis registered nurse for the completion of manual drain. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.